Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while instruments were verifying the system became unresponsive. The manufacturer representative stated he would touch the screen, but it would not react. He could see the blue spheres moving from the instrument. He hard rebooted the system down by pushing the power button twice. Both times 'localizer not connected' would occur. There was no patient present when this issue was identified.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that logs were reviewed but insufficient information to determine root cause. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.